Manufacturer narrative:
Investigation details: the visual inspection shows that the plunger was depressed and tension spring still loaded in deployment tube. Other observation is that the seal still loaded inside the deployment tube and cracked. The failure that the seal did not deploy is confirmed based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.